Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient's mother stated that she disabled and re-enabled bluetooth and also killed all background apps. Dexcom representative advised the patient's mother to also reset the smart device, which was successful; she now has a connection. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.